Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is a user error, including improper surgical technique associated with the device. Directions for use (dfu) dfu-0054-eo bio-fastak, fastak¿, suturetak® and fibertak® suture anchors: e. Warnings 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. 8. Visually inspect all devices immediately after use for the potential of loose body remnants left behind in the patient. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/25/2025, a sales representative reported that an ar-3636 knotless 1.8 fibertak soft anchor experienced failure of the knotless mechanism during a labral repair on (B)(6) 2025. The mechanism did not convert, and breakage occurred at the suture/anchor interface during the conversion attempt. All fragments were retrieved. The case was delayed, but no additional anesthesia was administered. No adverse effects were reported. Additional information was received on 10-dec-2025, a total of three ar-3636 knotless 1.8 fibertak soft anchor experienced failure during the procedure.